Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The bio medical technician was not able to duplicate the alleged malfunction. The unit passed extened self testing and no parts were replaced.